Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Voluntary report #: (B)(4). It was reported that during a percutaneous transluminal angioplasty and coronary artery stenting treatment procedure, a guide wire detachment occurred. The target lesion was located in the mid left circumflex coronary artery. The left main coronary artery was selectively cannulated utilizing a boston scientific 3.0 voda left guide catheter. The patient received heparin. As this 300cm kinetix plus, jtip guide wire was advancing into the proximal left circumflex coronary artery, the distal opaque portion of the guide wire detached in the distal circumflex coronary artery. Intravascular ultrasound was used to examine the proximal left circumflex coronary artery and revealed the free floating distal guide wire tip in the left circumflex coronary artery. An unknown manufacturer's 4mm snare was used and the guide wire tip was removed successfully. No further patient complications were reported and the patient's status is ok.